Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a thoracic procedure the device was set on coag 45 coag 1. The surgeon stated that there was excessive arching and flames coming from the tip of the electrode. The procedure was completed with this device with no patient consequences reported.